Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records for the head confirmed no abnormalities or deviations. For the cup, a review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history for the head identified additional similar complaints for the reported item and the part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. A review of the complaint history for the cup could not be performed due to missing reference and lot number. Based on the available information, the reported event cannot be confirmed and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10. Metasul ldh, head, 48, code n, taper 18/20 item# 0100181480 lot# 2267204. G2. Report source: italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had an initial hip replacement. Subsequently, approximately 18-years post implantation, underwent a revision surgery due to chromium and cobalt ion accumulation by metallometal coupling. Due diligence is in process and to date no additional information on the reported event has been provided.